Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the supraclinoid segment of the internal carotid artery (ica) using a penumbra smart coil (smart coil), a penumbra smart coil handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil using the microcatheter to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Subsequently, the physician attempted to manually detach the smart coil; however, they were still unsuccessful. Therefore, the physician began retracting the smart coil; however, the smart coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed. The smart coil was flushed out of the microcatheter on the back table and the microcatheter was then reinserted into the patient. The procedure was completed using a new smart coil and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.